Manufacturer narrative:
Of the 10 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to an eprom failure. During investigation for unrelated allegations, there was 1 additional instance of a call service 006 alarm due to an eprom failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 006 alarm. These reports were received from various sources. The patients associated with this allegation ranged from 13-50 years of age and between 65 and 115 pounds. Of the reported patients, 4 were male and 6 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were 2 instances of cs 006 issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.